Manufacturer narrative:
The analysis led to the following conclusions: the issue is due to a known issue: during interrogation, the programmer did not start aida memories reading inducing an interrogation's freeze. The issue has been solved by removing the battery. This complaint is recorded for trending purpose.

Event description:
Reportedly, the tablet has been upgraded with the 3.16 smartview version. A bug occured when interrogating a kora 250 pacemaker. The session "opened" on the summary screen, but the yellow action loading banner (in this case, interrogation) at the top of the screen froze and the prosthesis was never interrogated. Even after waiting a few minutes. The tablet has been restarted but nothing appeared on screen. Finally, the battery has been removed and the tablet has been restarted to correctly interrogate the prosthesis and continue the consultation.